Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the mega suturecut needle driver be returned for failure analysis investigation. Isi has not received the da vinci product with an alleged issue to perform failure analysis. Site history review: as of 12/18/2024, a review of the site's complaint history does not reveal any related or duplicate complaints involving this product and/or this event. Event verification: a review of the instrument log for the instrument 471309-16/k13240502 0035 associated with this event was performed. Per logs, the instrument was last used on 10/18/2024 on system rsk8169. The instrument had 12 uses remaining after last use. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during central processing, the mega suturecut needle driver has a broken wire. There was no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The mega suturecut needle driver instrument was analyzed. The reported issue with the instrument could not be replicated nor confirmed. Visual inspection found no damage on the cables. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. No product issue was identified.

Event description:
Refer to h11 for follow-up information.